Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged blank display found on 02 november 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the displacement test, active current test, sleep current test. The pump failed to pass self test due to pump error 63 occurring during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery (11/01/2021 06:27 pm), change battery (11/02/2021 04:08 am), replace battery now (11/02/2021 04:29 am), and shut down (11/02/2021 04:40 am) were found in the history files on event date. This was expected. Pump error 63 (variable 3) was confirmed and found on 07/05/2022 10:46 am esf# nan, file#37, file#367 in history file. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer, faded serial label. Blank display not confirmed. Pump error 63 was confirmed due to cracked soldered joint at u-1 (pin 6). Additional cosmetic damage is noted on unit. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The information received via medtronic indicated that the insulin pump had a blank display. The patient's blood glucose level at the time of the incident was 273mg/dl . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.